Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a post-implant demonstration, the reveal patient activator was used over the patient's ilr and gave the checked-box visual whilst (it was discovered later) the ilr had not been initiated at the time of the demonstration. The patient was subsequently released from hospital with an inactive ilr. The patient suffered multiple episodes of syncope at home believing that the ilr was recording the patient-episodes whilst it was still inactive. Dr (B)(6) is aware of the recommended implant procedure detailing the need to activate the device for mapping purposes; however, believing it provides for a false sense of security, both he and the patient's wife still believe it to be a design flaw of these devices that the activator would give this cue in the setting of an inactive ilr. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. It was further reported that the ilr was explanted and returned to the manufacturer.

Event description:
It was reported that during a post-implant demonstration, the reveal patient activator was used over the patient's implantable loop recorder (ilr) and gave the checked-box visual whilst (it was discovered later) the ilr had not been initiated at the time of the demonstration. The patient was subsequently released from hospital with an inactive ilr. The patient suffered multiple episodes of syncope at home believing that the ilr was recording the patient-episodes whilst it was still inactive. Dr (B)(6) is aware of the recommended implant procedure detailing the need to activate the device for mapping purposes; however, believing it provides for a false sense of security, both he and the patient's wife still believe it to be a design flaw of these devices that the activator would give this cue in the setting of an inactive ilr. Device is still in use. No patient complications have been reported as a result of this event.